Manufacturer narrative:
D4 - lot #, expiration date, primary UDI number: updated. D9 - date returned to mfg: 12/19/2025. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and found a piece of one of the eyelets was observed to be missing. The deformation of the area showed a smooth clean half and a rough, uneven half. The complaint of flange starting to split cannot be confirmed. However, during investigation, a chunk of eyelet was observed to be missing. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A1 - patient identifier, a2 - age at time of event, a2 - age units (patient), a2 - dob null, a3a - sex, a4 - weight, a4 - weight units (patient), a5 - ethnicity, and a6 - race: correction.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was stated that the parent was using the device and noticed that the flange was starting to split. There was no reported patient involvement.